Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.